Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: pump was exercised for 24 hours; battery was removed for 6 hours and the time and date reset to default. There's a crack along the battery compartment threads. Pump was opened to investigate and the internal battery was found to be leaking and unable to hold a charge. Pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, leaking internal battery, and dim pink display. This report is made based on the results of an investigation completed on (B)(4) 2014.